Event description:
It was reported that an alert for high high-voltage (hv) impedance on the right ventricular (rv) lead was detected. Programming changes were made. There were no adverse health consequences, the patient was stable.